Manufacturer narrative:
Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the guide wire was found kinked/bent. The device was visually inspected and the (ptfe) polytetrafluoroethylene coating was found missing near the proximal end. Some peeled off coating was received sealed in a plastic bag. The ptfe coating appeared to be scraped off of the guidewire with the insertion tool and/or torque device brass collet. The torque device was not returned. A functional inspection was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed (the reported foreign matter was confirmed as ptfe coating). The device failed to meet specifications when received for complaint investigation. The ptfe coating appeared to be scraped off of the guidewire with the insertion tool and/or torque device brass collet. Because this complaint appears to be associated with handling of the product or portion of the product during the procedure a probable cause of handling damage was assigned to the as reported 'device foreign matter and to the as analyzed 'guidewire ptfe coating peeling' and 'guidewire kinked/bent.'

Event description:
The guidewire (subject device) was returned for analysis, and it was ptfe (polytetrafluoroethylene) was found missing near the proximal end. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.